Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s pacemaker reached the elective replacement indicator months before, however, the patient did not want the device replaced. When the patient presented in clinic for follow-up, upon attempting to interrogate the device, the device went into backup vvi mode. The device was then unable to be interrogated and could not be restored. The device was replaced and the patient was stable throughout.

Manufacturer narrative:
The reported event of unknown backup was not confirmed. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that the patient didn't want a new system, so a new device was not implanted. Lead were capped electively and device was explanted. The patient was stable before, during and after the explant.